Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is presenting with pain and swelling after twisting his knee in a fall.